Event description:
Information was received from a health care professional and a representative regarding a patient in (B)(6) who was receiving an unknown drug previously via an implantable pump. The drug type, concentration, and dose was requested but reported as ¿no drug¿. It was reported that the patient¿s pump was alarming for an empty pump as the patient had missed a refill. The patient does not want the pump explanted so they were planning to turn off the pump. The health care caller was not the managing physician of this patient but was just seeing the patient to turn off the pump. Reportedly, the patient did not have a health care provider. The actions taken, programming the pump off, was reported as an elective abandonment of the therapy and there was no pump issues to report. The issue was reported as resolved on (B)(6) 2016 as the pump was programmed off as the patient had not been getting therapy and did not wish to in the future. No patient symptoms were reported.

Event description:
On (B)(6) 2016 information was received from the patient who indicated that his refill interval used to be every 3 months (92 days) and was getting shorter 2-3 days per refill. The patient was now at 2 months (56 days) refill interval since (B)(6) 2014. Reportedly, nothing had changed with his prescription (medication, concentration or dose per day) except for the refill interval and he was told to contact the company. No interventions or symptoms were reported. The patient's current medication was captured as morphine 25 mg/ml at a dose of 8.010 mg/day. The patient's diagnosis was non-malignant pain and other non-malignant pain. Clarification was requested as previous information noted the patient's pump was programmed off; therapy abandonment.

Event description:
On 2016-05-29 additional information was received from the physician via the representative in which it was confirmed that in march the pump was indeed programmed off using the password supplied. At that time the pump was empty and alarming and the patient had reported to the physician that it had not been in use for some time. The patient did not received a new pump as a result of the empty pump. In regards to the refill interval, there was no allegation. The physician reported that it was no longer required and patient had been referred by the company staff to his clinic for ¿deprogramming¿. The physician also reported that he received a note from the patient who noted he was grateful that the physician was able to assist him and mentioned that since the pump had been stopped and was no longer in use he had made good progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pump was explanted because it failed due to a "whole bunch of problems with it". It was noted that the patient had all of his nerves removed and as a result was paralyzed and all his teeth fell out. The caller stated that last year he was "in and out of overinfused and underinfused". The last year the patient had the pump, he started having "all these side effects,". The caller stated that there was something caused the patient to be unable to get an erection. The pump was ultimately shut off and removed. No further complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event contains information previously reported in us regulatory report#: (B)(4). Information received following the submission of that report indicated that these events could be sufficiently documented in one regulatory report. B2: reflects the information received after the submission of us regulatory report#: (B)(4) b5: reflects the information captured in us regulatory report#: (B)(4) and the information received after the submission of that report g3: reflects the date of the information received after the submission of us regulatory report#: (B)(4) h6: reflects the information captured in us regulatory report#: (B)(4) and the information received after the submission of that report medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer via social media regarding a patient with an implantable pump on (B)(6) 2021. It was reported that the patient's pump paralyzed them and made them lose all their teeth. Additional information was received from a consumer via social media on 2021-mar-03. It was alleged that a device caused a patient's disability and it was noted that the patient's fingers don't work. It was also alleged that the patient was ill and experienced "self-suffocation" and "stealing of life". Additional information was received from the consumer on (B)(6) 2021. It was reported that the patient was moved to a long-term care facility.

Event description:
Of note some of the following information was similarly reported previously, however, other details were now provided. Information was further received by the patient¿s family who indicated that the consumer was ¿too ill¿ at the moment to ¿pen this plea¿ for their self. The patient had the pump for the first two years with no adverse effects. However, upon the third year of install, severe and adverse effects began appearing and it did not diminish until the pump was ¿turned off¿ (now reported as (B)(6) 2016). Some are life-long now and the patient would ¿never be the same¿. As reported ¿1 month-24 months¿ and refill date ¿88-92 days¿. Further, ¿24-up: 86 days 82 days, 79 days, 76 days, 70 days, 65 days, 63 days, 60 days, 58 days¿. Medication (25- ¿ms/contin¿) remained unchanged during the entire application after the first adjustment period. The reporter noted the website indicated there was a ¿diffusion problem¿ with the recalled model number. There was report of ¿not doing the righteous thing¿. However, the patient and family member inquired of doing the ¿proper thing¿ and helping out financially. The patient wanted one last great summer (2017) and the family member vehemently believed he would get it. ¿get it rocky fround blood will come back twice night¿ (other illegible words). As now reported, the symptoms were gone away. The patient¿s spine was bent 80 degrees over, pump turned off friday and saturday am ¿80% back¿. There was report of weight loss ¿185-120¿, every single tooth simply fell out (estimate from local dentist for implants (B)(6) and the patient reportedly had ¿perfect¿ teeth). Further reported was ¿ellosrons¿ throughout entire body (hands fingers, toes, feet, cervical, and thoracic spine) and wheelchair bound, ¿loss¿ in the left eye. The patient had r/a rheumatoid, depression, kleine-levin. The patient could no longer play the guitar or be a motor cycle mechanic. Further, the most hurtful need was to be away from two sons because of illness.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2021-apr-02. It was reported that the patient's disability involved ataxia.

Event description:
2021-apr-07 e15 (con): additional information was received from the consumer on 2021-apr-07. The patient provided details about their refill process stating "without adjusting flow rate or increase medication then go 81; 74; 66; 59; 54; 45." The patient also reported that " medtronic kept saying the pump would give the refill date and it knew; but I kept asking: ¿don¿t you think I¿m simply getting too much by mistake?¿ ¿no, you¿re body just needs more maybe see."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2021-dec-28. It was alleged that the patient experienced "demyelinating neuropathy" as a result of the "failed" pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a pump but it did not have medication in it. The patient moved to (B)(4) and was not able to find a physician to fill the pump. The pump was turned off in (B)(6) 2015. The patient was wondering if there was a recall regarding the pump fill date changing on its own. Patient stated the fill date would change from something like 92 days and then would need to filled in 60 days then sooner. The patient thought the pump was going through medication faster than what it should be. The patient did not use a personal therapy manager (ptm) programmer so there was no date adjusting, the refill date was programmed into the pump. The patient was not feeling well. The patient was feeling fine and then started to not feel good but he was not feeling terrible and had many new symptoms. The patient lost 80 lbs., went blind in the left eye, and his spine was completely bent so that when he would walk he was facing the ground. Patient states he has had erosion through the spine like rheumatoid arthritis (ra). The patient reported that his doctor compared x-rays from (B)(6) 2011 which was prior to the pump to x-rays from (B)(6) 2016 and the patient now had ra in his hand, fingers, toes, feet, cervical spine, thoracic spine, elbow, and knees. Patient stated that his doctor told him that the ra like issues are either due to the pump or the drug, and doctor was not sure which. When the pump was turned off in (B)(6) 2015 the next day the patient was able to use his hands to cut his food, his spine straightened and he was able to walk normally and in time, his vision returned to normal. The patient found he was allergic to morphine and was on mscontin and does not know why he had morphine in his pump. Patient was getting a surgery scheduled to remove the pump and was wondering how they will get the pump tested. The first two years after implant everything was fine. The patient states the doctor did look for granulomas but did not do a (B)(6) study or x-ray to check the catheter. The patient had his kidneys taken out, one in 2001 and the other in 2005 and the stones kept getting worse. Patient also mentioned that doctors were saying the ra could be caused by the pump or the medication because patient did not have ra prior to the pump implant. Patient stated he thinks the pump or the medication caused his lupus and bipolar issues as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.